Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device after a coronary circumflex artery stenting procedure. Reportedly, the plunger could not be removed from the device. An abbott vascular territory manager was contacted to give advice on plunger removal. The plunger was pulled out, the foot was closed and the device was removed from the patient. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficulty removing the plunger could not be replicated in a testing environment due to the returned condition of the device, thus the reported complaint was not confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty removing the plunger incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.